Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of the right total knee to address pain/stiffness. Date of implantation: (B)(6) 2016; date of revision: (B)(6) 2019; (right knee).

Manufacturer narrative:
H6 patient code: no code available (3191) used to capture the device revision or replacement depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
The patient underwent a right knee revision due to pain, stiffness, instability, and patellar loosening at an unknown interface. The tibial tray and femoral component were retained. The surgeon noted increasing the size of the tibial insert to address instability. Unknown cement was used during the primary operation. Doi: (B)(6) 2016, dor: (B)(6) 2019 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.